Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that luer lock is slipping with the syringe. The reporter stated when they placed a syringe on the end and twisted to lock in place, the luer lock kept clicking and never truly locked the syringe in place. Patient involvement was unknown.

Manufacturer narrative:
D3. Mfg name: corrected the device was not returned for evaluation. Lot: 6072510 was released from manufacturing and there are no associated nonconformances with this lot, and no trending could be identified for this part or lot number. No sample nor photo of the reported defect were submitted with the complaint record. With no evidence of the defect, the defect could not be confirmed.